Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not reproduced, however, an intermittent image issue was observed, as well as corrosion on the distal end. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the intermittent image an electrical issue and the corrosion is due to degradation, and both are known inherent risks of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image was missing when angulation was moved down during maintenance. There were no reports of patient involvement.